Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Alert date and event date corrected. Evaluation summary: (B) (4) initial evaluation confirmed excessive charge time. Further analysis found the reported long charge time was caused by a firmware fault that occurred after an aborted therapy delivery, followed by a vt (ventricular tachycardia) redetect. The timing of this sequence did not allow a status bit to be cleared. With this bit set, the charge clock was using a static value during all high voltage charging, that did not provide adequate on-time for the charge capacitor to charge the high voltage capacitors at a typical rate. The cause for battery depletion was only an indication of triggering a patient alarming due to long charge time.

Event description:
It was reported that four days after implant, there was an alert for excessive charge time of greater than 24 seconds, and the device indicated that it had reached eos (end of service). The technical consultant stated that something was wrong with the charge circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that four days after implant, there was an alert for excessive charge time of 24 seconds, and the device indicated that it had reached eos (end of service). The technical consultant stated that something was wrong with the charge circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.